Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume intermate it was found to be missing the fill port cap. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 4, 2009 to september 8, 2009. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection identified that the fill-port cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. Should additional relevant information become available, a supplemental report will be submitted.